Event description:
Since upgrading from samsung s23 (android 13) to s25 (android 15/one ui 7), dexcom g7 alerts no longer sound unless general phone volume is turned up. This poses a serious safety risk because life-critical low-glucose alarms are inaudible when the phone is muted. Samsung's new os restricts alarm channel access for third-party medical apps. When going to bed every night, I have been having to set all of my phone volume levels to blaring to ensure I don't miss any medical alerts; this is already a huge inconvenience, as every other notification that comes in wakes me up. On (B)(6) 2025, I inadvertently fell asleep on the couch watching tv after a long day, as happens to every normal person. Obviously, as it was not planned, I did not turn up all my volume settings, and my blood sugar went low without me knowing. If my wife had not noticed, serious harm all the way up to death could have occurred. This is completely and utterly unacceptable.